Manufacturer narrative:
(B)(4). Date sent: 4/12/2016. Additional information: six sections of report. Batch # (B)(4). Photographic analysis: a review of the photos provided showed that the anvil has tissue present and the washer appears to have not been cut completely, as it indentation around the washer could be perceived. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? --- the doctor did. He is familiar with the device. Was the cdh25a difficult to close? --- no trouble was the cdh25a difficult to fire? ---the surgeon thought he could fire fully without problem, but the washer was uncut. Where within the green range was the device fired? --- no information how was the procedure completed? --- no information what is the current patient status? --- stable.

Event description:
It was reported by the sales rep that a leak occurred from the esophagus within 24 hours after the surgery. The device was used to anastomose between the esophagus and the jejunum in an open total gastrectomy. It was found that the deployed staples were loosely b-formed. In the initial operation, the device and a like device were used to anastomose between the jejunum and the jejunum were used. The sales rep confirmed after the operation that the washer of the device was uncut though the washer.